Event description:
The pt was unable to adjust stimulation. Implantation neurostimulator interrogation revealed it was in a power on reset condition. The pt hadn't noticed a difference in tremor control. Field staff were notified of the pt complaint. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B)(4).